Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mj5363 batch number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2019 and suture was used. During the procedure, needle was detached too easily from the suture during interrupted suturing on the serosa of the intestine. They were control release needles. The surgeon commented that there was variation in force to release needles from the sutures. There were no adverse consequences to the patient.